Event description:
It was reported that the patient was watching television and sitting in her recliner when stimulation "suddenly kicked up and got stronger". It was thought that this could either be electromagnetic interference (emi) or positional stimulation. It was noted that the patient had to turn down stimulation when she would go to bed at night. It was further noted that this sudden increase in stimulation only happened "this one time" and the patient was able to use her programmer to decrease amplitude. It was also noted that the patient uses therapy 24 hours a day, 7 days a week and has 4 programs which cover multiple areas. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).